Manufacturer narrative:
The investigation determined that higher and lower than expected vitros phyt quality control results were obtained from vitros therapeutic drug monitoring performance verifier (tdm pv) and non-vitros biorad quality control fluids processed using vitros phyt slides on a vitros 5600 integrated system. The likely assignable cause of the event is an instrument related issue affecting the immunowash fluid (iwf) module. Vitros phyt historical qc results were imprecise on both the non-vitros biorad quality control fluids and the vitros tdm pv fluids. After changing the immunowash fluid tubing and performing a calibration on vitros phyt and another assay that uses the iwf module, the vitros tdm pv and biorad qc results were within expectation. A vitros phyt reagent related issue is not a likely contributor of the event as the same lot of vitros phyt performed as expected following troubleshooting actions performed on the analyzer. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros phyt reagent lot 2621-0178-3866. (B)(4).

Event description:
The customer reported that higher and lower than expected vitros phyt quality control results were obtained from vitros therapeutic drug monitoring performance verifier (tdm pv) and non-vitros biorad quality control fluids processed using vitros phyt slide lot 2621-0178-3866 on a vitros 5600 integrated system. Biorad l2 lot 82502 result of 15.19 ug/ml versus the expected result of 12.37 ug/ml. Biorad l3 lot 82503 results of 14.67, 16.05, 16.16, 16.82, 16.93, 28.45, 29.70, 30.06, 31.51, 17.12, 15.39, 16.21, 17.28, 16.46, 17.42, 28.08, 29.85, and 29.02 ug/ml versus the expected result of 21.88 ug/ml. Tdm pvi lot e8706 results of 13.72 and 13.18 ug/ml versus the expected result of 8.0 ug/ml. Tdm pviii lot g8708 results of >40.0, >40.0, >40.0, >40.0, >40.0, >40.0, >40.0, 17.94, 32.69, 36.35, and 35.83 ug/ml versus the expected result of 26.9 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected results were from control fluids and were not reported outside of the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4)and ivd (B)(4).